Event description:
On (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique. On the same day, a peritoneal analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with reflin (1gm, daily, intraperitoneally (ip) and amikacin (250mg, daily ip). Pd therapy was ongoing . It was not reported whether the patient was retrained in aseptic technique or if the event of break in aseptic technique resolved. It was unknown if the peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.